Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent open total hysterectomy on (B)(6) 2019 and suture was used. During dermostitch, when passing a needle through the dermis, the needle was broken easily at the swage part. The broken needle was buried in the subcutis. The needle fragment was confirmed with x-ray inspection and pulled out of the tissue without additional incision. The procedure was extended within 30 minutes. The patient was discharged. The size of the needle fragment was compared with the new needle and physician opined no missing piece was left in the body. The physician opined that the needle was broken easily when it was put under the skin. There were no adverse patient consequences reported.